Event description:
Event description cpi received information that the patient felt a shock in his chest and burning in his groin. The implantable cardioverter defibrillator (ICD) was interrogated and a high impedance fault was noted, which indicates a possible lead problem. The physician performed a commanded 1 joule shock and the patient felt a burning sensation in his shoulder and back. An invasive procedure is planned.